Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue happened again, and they acknowledged and understood these instructions.